Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported event could not be conclusively determined. The reported unexpected medical intervention and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation utilizing a small flexnav delivery system. Length of membranous septum was 3.9mm. During the deployment, the patient developed complete atrioventricular block. The valve was still implanted successfully at a depth of 3mm on non-coronary cusp and 4.5mm on left coronary cusp. A temporary pacemaker was placed and patient was hospitalized. On (B)(6) 2025 the patient recovered without further intervention.